Event description:
It was reported that the patient presented for a procedure. During the procedure, it was observed that the right ventricular (rv) lead exhibited insulation damage and low pacing impedance. The rv lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
The reported events of insulation damage and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. Electrical testing found internal shorting between conductors. Visual inspection found damage to the outer insulation and inner insulation at the location of the suture tie down location. The cause of the reported event was isolated to procedural damage to the outer insulation and inner insulation damage due to suture tie down forces.